Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2020-06223. It was reported that the patient presented to the clinic for a follow-up. Interrogation of the patient's implantable cardioverter defibrillator(ICD) showed non-sustained right ventricular(rv) lead noise on stored electrograms. The patient was asymptomatic. The physician explanted and replaced the ICD and rv lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of lead noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was noted at 41.1-41.4 cm and 41.6-41.9 cm from the distal consistent with lead friction to the ICD can.